Event description:
A nurse reported following an intraocular lens implant procedure, the lens decentered in the eye which results in decreased vision, images look underwater. The lens was later exchanged in a secondary procedure. Additional information has been requested and received indicating that the actual date the issue was observed. It was also reported that in the surgeon's opinion, the lens did not contribute to event; the cause of the event was due to the patient¿s ¿phimosis.¿ the originally scheduled procedure was completed the same day. There was no patient harm

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Information was provided that indicated the use of a non-qualified cartridge, handpiece, and viscoelastic. The root cause was determined to be unrelated to the lens. Information was provided on the completed questionnaire that the event would be unrelated to the iol. The questionnaire indicated that the event was due to phimosis of the patient's eye after cataract surgery. Additional information indicated that the patient's issues have improved but not totally resolved. The surgeon's prognosis is good, and a future yag procedure may be needed. No further information provided at this time. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).